Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the distal tips of both returned ar-2324bcc-1 hex driver shafts broke off at the anchor interface. No fragments of the aforementioned distal tips of the driver shafts were returned for investigation. Material analysis concluded that each of the ar-2324bcc-1 driver shafts met all as-received specifications. As such, the most likely cause of this event is user applied mechanical forces, such as through prying/leveraging the driver during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a total hip replacement surgery, the tips of two anchors broke during impacting. The metal tips of the anchors became embedded into the patient's bone. The surgeon tried to remove the fragments from the patient but it was not possible to remove them. They will remain inside of the patient. The surgery was successfully completed with a new device of the same part number. It was not necessary to switch the surgical technique or perform a second surgery. Update 01-jul-2020: information received that one of the new anchors was placed in the same hole, the second was placed next to it. Update 02-jul-2020: performed surgery was an arthroscopic shoulder surgery. Surgeon was fixing the supraspinatus with the anchors.